Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device on 04-sep-2021. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and carto 3 test of the returned device. Visual analysis of the returned catheter revealed reddish material inside and a hole on the pebax of the stsf catheter. Carto 3 test was performed, in accordance with bwi procedures. The returned sample was connected to the carto 3 system and error 106 was displayed on the screen. Therefore, the catheter was dissected on the tip area, loss of electrical continuity of the green paired wires to sensor was found. Concluding that is an internal failure of the sensor. A manufacturing record evaluation was performed for the finished device 30526952l number, and no internal action related to the complaint was found during the review. As part of bwi¿s quality process all devices are manufactured, inspected, and released to approved specifications. The evaluation determined that the cause of the pebax damage failure cannot be established. The event described magnetic sensor error was unable to be duplicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following warning stated in the carto 3 system manual: the magnetic sensor of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and the biosense webster inc, (bwi) product analysis lab observed a hole on the pebax. Initially, it was reported that during the case, a catheter sensor error (105) was encountered. First, the cables were checked, and they were replaced; however, the problem did not resolve. A new catheter was opened, and everything was working fine. This issue was identified in the middle of the procedure. There were no patient consequences. The product was properly stored. The magnetic sensor error issue was assessed as not MDR reportable. The incidence of magnetic sensor error is easily detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. This event is being reported because the biosense webster inc, (bwi) product analysis lab received the device for evaluation and found that there was a reddish material and a hole on the pebax. This finding was assessed as MDR reportable. Therefore, the awareness date for this reportable lab finding is (B)(6) 2021.